Event description:
Patient was revised to address poly wear and fracture of the meniscal bearings.

Manufacturer narrative:
The primary date of surgery is unknown; however, it was reported that it occurred sometime in 1987 or 1988. Evaluation was not possible, as the products were not returned. Product information required to review the device history records was not provided. The investigation was limited to the information provided. The investigation could not verify or draw any conclusions about the reported polyethylene wear and fracture; however, polyethylene wear after nineteen years implantation should not be unexpected. Based on the investigation findings, the need for corrective action is not indicated. In addition, the product codes are discontinued items. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.